Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances of greater than 2000 ohms. In addition, this lead exhibited loss of capture, but no asystole was observed. The lead was found to be dislodged, so a revision procedure was scheduled. At this time, the rv lead has been explanted and replaced. During the revision procedure, the lead was tested via a pacing system analyzer and the observations were confirmed. The patient is not dependent. No additional adverse patient effects were reported.